Manufacturer narrative:
Concomitant medical products: product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 389133, lot# j0444449v, implanted: (B)(6) 2004, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) battery level had indicated it was full for the four weeks prior to initial report. It was stated the patient typically charged every four days and that after ten minutes of charging the patient would see the ins full icon. It was further stated that for the four weeks prior to report the patient would press the recharge button and would see the ins battery full icon. It was noted both the patient¿s recharger and programmer indicated the ins was full. It was reported the patient saw a poor communication screen at the time of report but then was able to sync and confirm the patient programmer indicated the ins battery was full. The patient was redirected to their healthcare provider (hcp). Additional information reported the patient had a problem with his ins. It was stated the patient¿s ins was ¿loose¿ and the battery area was ¿hurting.¿ it was noted the patient still had concerns with their device and was working with their doctor. It was further noted the patient had discussed his concerns with his hcp but had not yet heard back. A supplemental report will be filed if additional information is received.